Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer¿s blood glucose was 115 mg/dl at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine keypad anomalies due to blank display.